Manufacturer narrative:
(B)(4). Date of event was estimated as (B)(6) 2014. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during use of the priority pack 20/30 with copilot, the crossing point of the indeflator with the y-connector leaked. Another device was then used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.